Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (at 5pm). The patient's testing frequency and diabetes management are not known. Before the alleged issue began (date/time unknown), the patient reportedly experienced symptoms of blurry vision, frequent urination, and dry skin. The patient's blood glucose reading (with the subject meter) at the onset and/or prior to their symptoms is not known, it is not known what action the patient took in response to the reading, and it is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient reported blood glucose results of "94, 150, and 211mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Per csr's documentation, the patient denied receiving any form of medical intervention/treatment after the reported product issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged inaccurate erratic issue remains unresolved.